Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of this implantable cardioverter defibrillator (ICD), the patient developed a discolored necrotic portion of their wound site. The area was resected and this was resolved. No additional adverse patient effects were reported. The device remains in service.